Manufacturer narrative:
The insulin pump could not be primed during the basic occlusion test and the motor error alarmed due to a faulty force sensor resistor (gold). The motor was tested outside the device and passed. The unit was received with a cracked case at the display window corners, reservoir tube, reservoir tube lip and battery tube threads. The unit was also received with severe scratches on display window.

Event description:
It was reported that the insulin pump did not have enough pressure build-up to make contact. The customer also stated that he did not trust the insulin pump because there was insulin squirting out from it. He stated that he was changing the infusion set and reservoir when he observed the issue. He declined troubleshooting assistance and was advised that the device be replaced. Nothing further reported.